Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was returned to the manufacturer after being removed and replaced for upgrade purposes. The lead subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.